Event description:
It was reported that: vaginal prolapse. The needle of the suture broke + needle not fitting in the groove of the capio. There were unretrieved device fragments.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: vaginal prolapse. The needle of the suture broke + needle not fitting in the groove of the capio. There were unretrieved device fragments.